Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122070, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7100364, UDI: (B)(4).

Event description:
It was reported that patient experienced increased pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.